Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device would not recognize the electrodes was unable to be confirmed. However, it was found that the 8 pin connector had a bad contact as it was found to be corroded by fluid. The defective connector was replaced, a software upgrade was performed, the device was newly calibrated, tested and found to be fully functional. Fluid ingress into the device is the root cause of the corrosion of the 8 pin connector. The damaged connector would have resulted in the complaint reported by the customer, however, since the reported condition is not confirmed, the root cause for the reported failure cannot be determined. A manufacturing record evaluation was performed for the finished device (serial number: (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer that the device does not recognize electrodes. During in-house engineering evaluation, it was determined that the 8 pin connector had a bad contact as it was found to be corroded by fluid. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There were no reports of any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.